Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), product type: lead; product ID: 3777-45, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 10-jun-2015, UDI#: (B)(4) ; product ID: 3777-45, serial/lot #: (B)(4), ubd: 10-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient needed an MRI of the knee. Hcp reported the scs system was still implanted however the lead was cut and was no longer connected to ins. Hcp stated this was done because they were having trouble keeping the ins charged so she stopped using the scs and did not want to have a major surgery to have the scs removed. Patient began to have trouble keeping the ins charged "about a year after" it was implanted and did not really see a doctor about it. No further complications were reported/ anticipated.